Event description:
The patient charged more than expected. She recharged for an hour, until she saw the sprites on the recharger. The charge would last 12 hours. The recharger was broken; the 'cord and chip were falling out'. The patient was still able to recharge. The patient's was dissatisfied with her education surrounding recharging. It was later reported that the spinal cord stimulator had moved and was revised. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.